Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 1 year 11 months post implant of this tricuspid bioprosthetic valve, the valve was replaced for unknown reasons. No additional adverse patient effects were reported.